Event description:
Additional information was received. It was confirmed that the replacement lead was a 977a275 and replacement with the same model lead, and the explant revision date was (B)(6) 2025. The old lead was discarded in the hospital.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# unknown implanted: (B)(6) 2023 explanted: 2025-09-16 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b2 and h1 have been updated to align with the new information. Correction: codes now belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D6b explanted date: explant reported as three months prior to 2025-oct-16; however, a specific date has not been confirmed at this t ime. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the lead revision involved implanting a new lead and that it had been three months since the revision at the time of follow-up. There were no further complications reported or anticipated.

Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances (greater than 40k ohms) for all electrode combinations using electrode 0. When checked with fluoroscopy, no lead displacement or breakage was seen. The patient often states that they feel an electric shock when they turn on the stimulation. The manufacturer representative (rep) was looking for direction from technical services on how to proceed. Technical services requested the rep to send a session report to show all electrode impedances, and recommended reprogramming the system to avoid any electrodes with high impedances while maintaining effective therapy. They stated in case this does not work then the next step would be a revision of the components. The issue was not resolved at the time of report. Additional information was received from the manufacturer representative (rep) stating the patient had not recently experienced a fall. They noted the patient feels the shocking in their legs, and it was unknown if the felt shocking when palpating over the implant while it was on. The rep stated the patient's pain had started again and due to this and the shocks they closed the stimulation. In addition, they cannot increase the stimulation as the programmer does not allow this. The rep sent a session report, in which technical services noted the impedance results show several elevated values (>40k ohms) associated with lead electrodes 0-7. Currently, electrode combination 2 and 7 are being used, and those impedance values appear normal. Technical services suggested the hcp consider reprogramming the system to exclusively use lead electrodes 9-15, and if that does not resolve the shocking then to consider revising lead with contacts 0-7. The session report also noted that the device was below programmed intensity (oor).

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause of the high impedances was a damaged lead. They did not have the records for old lead¿s serial number. The actions/interventions taken to resolve the impedance and shocking issues was a lead revision. Regarding the resolution it was noted that they solved it with lead revision. The physicians were informed was noted regarding information being confirmed or provided by the physician.